Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.

Event description:
An lcp one-third tubular plate was implanted for an orif distal fibula. The pt was non-compliant and put full weight bearing on affected ankle and bent the plate. The surgeon explanted the plate and implanted another plate.